Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a possible contamination. Peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the event. On unknown date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unknown date, the patient's peritoneal dialysis catheter was removed. The patient was on hemodialysis therapy for approximately four to six weeks and resumed peritoneal dialysis therapy two days after the initial receipt of this report. On an unknown date and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. The patient was retrained on the proper aseptic technique prior to resuming peritoneal dialysis therapy. No additional information is available.